Manufacturer narrative:
(B)(6). One pump was returned for analysis in used condition. Visual inspection showed the front & rear housing was damaged in the upper left & right edge. Review of the event history log was not applicable. Functional testing confirmed the customer reported problem. The device was started and alarmed lec 1280. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that there was an issue with the main board. The main board was replaced, along with the front and rear housing.

Event description:
It was reported that there was an issue with the device and had error: lec 1280. There was unknown patient involvement. Per reporter, the incident was observed during functional testing in their workshop.